Event description:
The pt has two leads from the same lot number. It was reported the patient no longer used her system as it no longer provided her adequate pain relief. Her system was explanted on (B)(6) 2013, and the explanted devices will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.